Event description:
The customer reported oil mist haze. The customer stated that there were no physical complaints related to the reported oil mist haze. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter and the catalytic converter. He tested the unit and the unit met specifications.